Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a power defect and was not working anymore. It also had a strange click. Additional information was received that no troubleshooting was performed as the power module did not turn on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not powering on and making a clicking noise was confirmed. The power module (serial number: (B)(6)) was returned for analysis to the european distribution center (edc). The power module was connected to power and did not power on; however, a clicking sound was heard. The unit was opened and dried fluid residue was observed on the power supply printed circuit board (pcb) and the main pcb. Additionally, damage to the heatsink of the main pcb was observed. The power supply pcb and main pcb were forwarded to product performance engineering (ppe) for further analysis. The returned main pcb was inserted into a functioning power module and the unit functioned as intended. The observed fluid ingress on the main pcb did not contribute to the reported event. The returned power supply pcb was then inserted into a functioning power module and the unit did not power on; however, a clicking noise was heard. Further inspection of the power supply pcb revealed multiple damaged components. Upon performing circuit analysis transformer, t1, was found to be electrically compromised. Input voltage measured as expected; however, output voltage from the transformer was observed to fluctuate. The power supply pcb is manufactured by a third party and no device schematics or spare parts were available during testing; therefore, no further troubleshooting was performed. The compromised transformer, t1, may have contributed to the reported event. Device tracking revealed that the power module was in use for ~13 years. Additional information provided on 04jan2024 stated no troubleshooting was performed because the device would not turn on. The root cause for the power module not powering on was isolated to component t1; however, further root cause for the reported event was unable to be conclusively determined. An incidental finding of a damaged connector was found upon investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was shipped on 29mar2010. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.